Event description:
It was reported that the unit has no power, worked during the case. However it did not work at full power. The doctor thinks that this contributed to a post operative bleed. No further information about the patient. No back-up device was available.

Manufacturer narrative:
There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/(B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.